Event description:
As reported (B)(6) 2014, a patient of unknown age and gender underwent a PICC replacement post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a "new" of the same device. The patient suffered no harm or injury due to the event. It was reported the disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device was not returned for evaluation. However, based on a sample of the same reported lot returned for a previous complaint, the customer's complaint description hub detaching from the extension leg is confirmed. The root cause for the report complaint description cannot be determined. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).